Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained morphine at an unknown concentration and a dose of 3.4 mg/day. It was reported the patient had a pump revision 2-3 years ago because the pump was sticking out. The patient was having problems and needed to tack the pump down and put mesh across it. A few weeks after the revision, the patient had headaches, nausea, vomiting, diarrhea, and had to go to the ER a couple of times due to dehydration and just drank sips of water. The surgeon said the patient was probably having a spinal headache with the reaction. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.